Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a call service alarm (cs 078) issue that could not be cleared from the pump. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 19-aug-2019 with the following findings: during investigation, the investigation was unable to duplicate cs alarm during testing. The black box verified cs 078-0008 motor error on (B)(6)2019 . The deliveries were not resumed by the user and the battery compartment was found to be cracked from threads to case seal. The pump cover was removed evidence of moisture corrosion was located on the motor flex connector and surrounding components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.